Event description:
During a vein harvesting procedure, a pt had an occurrence of gas embolism, the surgical tech was performing the procedure when the incident occurred. The pt had severe, sudden hypotension. As a result, the chest was opened and cardiopulmonary bypass was instituted. The case occurred in 2000. No product malfunction was reported. No additional info has been provided by the user which would lead the co to believe that the product malfuncioned or failed to meet or exceed the needs of the customer's spectations.